Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The observed difference might have been caused by a customer handling error. No instrument malfunction could be detected. No adverse events were reported.

Event description:
The user received questionable ion selective electrode sodium results for one patient sample from the cobas c501 analyzer (B)(4). The initial result was 116 mmol/l with a data flag and the repeat result on the same analyzer was 266 mmol/l with a data flag. The repeat result from the integra 800 analyzer was 137 mmol/l. The initial result was reported outside the laboratory. The patient was not adversely affected. The user declined a service visit and stated she would replace the reagents and recalibrate the assay. Upon follow up, the user confirmed the issue was resolved.